Manufacturer narrative:
The sample was rec'd 08.08.2011 and sent for decontamination. Add'l info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The nurse found the stylet had separated from the needle during stylet removal.